Event description:
It was reported that when using the bd pyxis¿ medbank tower there was a medication pass issue. The user administered medication to the patient at the designated times, but during the fourth administration, the machine indicated that the medication had not been provided, even though it had. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the device involved in this incident, it was determined that the software experienced a transaction bug. The technical support specialist (tss) confirmed that haloperidol was issued to the patient at 2:14:03 pm for the 3 pm dose (transaction (B)(6) however, the software did not reflect this issue as completed. A second issue was reportedly performed around 4 pm for the 6 pm dose, but that transaction was not recorded. The application allowed the haloperidol 2 mg tablet issuance process to time out mid transaction, causing the dispense event to fail to record in the appropriate table, consistent with the behavior described in software bug 51376. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower there was a medication pass issue. The user administered medication to the patient at the designated times, but during the fourth administration, the machine indicated that the medication had not been provided, even though it had. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medbank tower there was a medication pass issue. The user administered medication to the patient at the designated times, but during the fourth administration, the machine indicated that the medication had not been provided, even though it had. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.